Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 469mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 259 mg/dl at the time of the call. Troubleshooting was performed and found that the pump also alarmed no delivery. Customer indicated that the drive support cap appeared normal and that there were tiny bubbles along the tubing. Customer declined troubleshooting for high blood glucose and no delivery. There was no further information provided by the customer or by troubleshooting.